Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate an analysis of the customer provided image is that image is uncertain due to clarity. A review of the polymer found that the storage requirements, material specifications, and material tests were appropriately documented. This case reports the breakage of the healicoil anchor into three pieces and it is unknown if the broken pieces were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device instruction for use does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in an unspecified procedure, the healicoil anchor got out of the bone in three pieces. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.